Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The patient was brought into clinic. Acceptable pacing impedance measurements were observed, however varied. An x-ray was obtained and no anomalies were noted. All other lead diagnostics were acceptable and stable. Noise was able to be created, however was not sensed by the device. No adverse patient effects were reported.

Event description:
Additional information was received indicating the rate/sense portion of this lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A lead replacement procedure was being considered. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.